Manufacturer narrative:
This vessel sealer extend (vse) instrument was transferred to the engineering team for further investigation. Advanced failure analysis (afa) investigation was completed on 12-may-2023 by an advanced failure analysis engineer (afae) and the following information was obtained: the initial failure analysis findings were confirmed. The instrument failed continuity test. X-ray analysis didn't show any wire break at the weld on the jaw end or any break on the pins end. It is likely that there is a break somewhere between those two ends of the wire causing it to fail continuity. The root cause of this reported failure cannot be established at this time. The complaint regarding vse had connection issue and not sealing properly was confirmed based on the failure analysis, which indicated that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting sealing issue, an investigation was completed to determine the cause of this reported event. An investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) was analyzed and the complaint regarding the connection and sealing issue was confirmed by failure analysis. The electrical continuity test failed. As a result, energy delivery of instrument would not work if activated on xi system. No visible damage to the conductor wire was found at the backend and distal end. This instrument was transferred for disassembly and to determine the source of the failed continuity test. A supplemental MDR will be submitted if any additional information is received. This complaint is considered a reportable event due to the following conclusion: the vessel sealer instrument reportedly did not sufficiently complete a seal and it is unknown if there were audible beeps from the generator, indicating that the seal was complete. The generator used with the vessel sealer instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. However, it is unknown if there was a successful confirmation signal following the reported sealing cycle attempt. Per the description of the complaint, the vessel sealer may have incurred a failure mode that is known to impact sealing effectiveness. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the vessel sealer extend had a connection and sealing issue. The procedure was completed as planned with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: per the surgeon, the vessel sealer had sealing issue. The vessel sealer was generating the sealing tones, but it was unknown if there was a seal completion tone. It was not clear what type of sealing failure occurred during procedure. The same vessel sealer was used to complete the procedure. It was unknown if the vessel sealer was used to cut during procedure.